Manufacturer narrative:
Additional information: (B)(6). The device was returned to olympus for inspection - during this inspection, foreign matter was confirmed within the device. White foreign material was detected by income inspection. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there would be a risk that foreign material would remain in the channel even if reprocessing was conducted in accordance with the instructions for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Based upon findings, the most likely cause of the remaining foreign matter is a deviation of the instructions for use. It is suggested that the user facility review the method of device handling and reprocessing according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
During investigation of the device, foreign matter was observed in the air/water cylinder, air/water tube, and auxiliary jet tube. There was no patient involvement, and there was no harm associated with this event.